Event description:
FDA/medsun report rec'd. Concerning leakage issue with use of b3300 microclave connector. The report states that on (B)(6) "... Upon entering pt's room, nurse discovered blood spots on pt's gown and a round bloody area about 10" in diameter on the bed. Microclave was verified to be securely attached to PICC line and to the curos cap. Blood was leaking from the microclave device." There were no reported adverse consequences. Device return: one (1) used b3300 microclave attached to curos cap were returned for investigation.

Manufacturer narrative:
MFR's analysis: visual inspection and analysis (pre and post decontamination) was performed. The results recorded both the microclave connector and curos cap exhibited various component damages. The engineering report noted that returned b3300 microclave connector plug was damaged, recessed (stick-down). As the curos cap does not have a male luer, it would not have caused the component damages to the microclave. The returned b3300 microclave was disassembled and evaluated. The engineers report documents extensive component damages including: seal: top of the seal has been split to the edges and down the side; cap body: evidence of sharp object strike near the base of the cap body where it joins with the threaded spike component. This damage suggests access with sharp and stiff devices such as a needle or blunt cannula; spike: no visible damage, but even after thorough decontamination dried/blood was still present. The engineering analysis report concluded that the returned b3300 microclave damages were caused during use with incompatible mating devices such as a needle or blunt cannula. Previous investigations have shown that incompatible mating devices can damage the silicone valve of the clave resulting in a valve stick down and subsequent connector failure. Mfg lot record review: (B)(4). Conclusion: visual analysis of the returned b3300 microclave connector documented extensive component damages. The cause of the component damages was due to access/use of incompatible mating devices. This report and the associated info have been entered in our database for analysis and trending. The info was communicated ot the reporting facility.